Event description:
It was reported that the pt had a pump replacement surgery performed in '08. The pt became more sedated and was found unresponsive about 2 weeks later at the facility where she resided. The pt subsequently expired. The hcp did not believe that the pt's death was device related. The drugs in the pump were dilaudid and bupivacaine-doses and concentrations were unk. The reporter stated that the pump was set at a very low rate. No autopsy was performed. The cause of death was unk. No other info was available to us.